Manufacturer narrative:
Retainer ring = missing. Customer returned pump for alleged cosmetic damage located at the reservoir compartment found on (B)(6) 2021. Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: missing reservoir tube o-ring, pillowing keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads. Missing retainer ring confirmed. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had cracked reservoir compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.